Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a audio tone/vibration (vibration issue) issue; the pump continually vibrates. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/06/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/20/2016 with the following findings: review of the black box data and alarm histories did not reveal any records of alarms that would cause the pump to continually vibrate. The pump was exercised for 24 hours on the user¿s settings without any continual vibrating occurring. There were no errors, alarms or warnings during the investigation. Investigation did not duplicate the complaint and the pump was noted to be operating within the required specifications without malfunction. (B)(4).